Event description:
Pump was reported to overinfuse. A new 1000ml IV bag was hung with an unk medication at 0600 at a rate of 125ml/hr. At 0800, two hours later, the bag was found to have completely infused. No pt injury or medical intervention was associated with this report. No add'l clinical details were able to be obtained.